Event description:
The customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the intelligent shut down board, interconnect cable, and key switch cable. The system operates as intended.